Event description:
During a supraventricular tachycardia procedure, output and communication issues resulted in a procedural delay. The ablation catheter did not have contact force and was showing up purple despite reseeding the catheter, recycling the tactisys, and recycling the ampere. The catheter was exchanged but this catheter had an issue with a magnetic sensor as it would not show up in voxel mode. The second catheter was replaced, and the procedure was able to be completed with the third catheter and with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.